Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that stand movement was not possible. It was later reported that the patient passed away. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
According to the available information, an emergency patient with a cerebral infarction was treated. During the procedure, system movements were impaired. However, the procedure was successfully completed. The patient then passed away the next day because of an acute myocardial infarction. There is no indication that the patient¿s outcome is related to the impaired system movements.

Manufacturer narrative:
The investigation was performed by experts considering complaint description, cs reports, system history, system log files. The onsite service intervention revealed that one of the 4 springs of the collimator's proximity switch was loose. As a result, the collision protection guard of the collimator was active and normal system movements (normal speed, autodrive) were not possible. In this condition, system movement are still possible with reduced speed in override mode. The override mode is a mitigation for this kind of failure scenario, so that a procedure can be aborted in a controlled manner if needed. The instruction for use contains adequate instruction for this kind of scenarios and how to move the system with override mode. Due to the system design, the system movement stops regardless of whether a collision sensor becomes active or inactive. In this particular case, the collision sensor was constantly switching/toggling back and forth between active and inactive status in the range of seconds. As a result, system movements were also stopped in override mode, so that the possibility of system movements was severely impaired. To solve the problem, the loose spring has been reinstalled and secured as part of the service activity. This is the first reported case with this error sequence. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.